Event description:
Consumer also had a lot of pelvic pain and a lot of pressure below. She was always in a fog, very forgetful. By noon every day, she was just exhausted. After three years of problems, she associates with the device, she had a complete hysterectomy in 2013 to remove it. She immediately was relieved of all previous symptoms.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up identified on 19-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1914). Consumer reported that, in (B)(6) 2010, she chose essure as a permanent form of birth control. Her doctor suggested this over the traditional tubal ligation as it would be performed in the office and no down time was required. This sounded perfect for her lifestyle and need. Consumer states that her essure device implantation was not quite as quick and easy as described and informs that her doctor had difficulty placing the left side coil which became extremely uncomfortable. After about 15-20 minutes of attempting to place the device she left the room to be assisted by another doctor. Eventually, they were able to place the left coil and the procedure was complete. Afterwards, it was somewhat uncomfortable, but nothing that was not tolerable. Consumer immediately started having terrible premenstrual dysphoric disorder. She finally was prescribed prozac to relieve some of the symptoms, which it did. She had felt that her body would take some time to adjust to no longer being on birth control pills and states that she had been on birth control from 1986 through the birth and nursing of her daughter on 2000, and back on again in 2002. She cannot recall too much as her short term memory is basically a fog, and she expected a period of transition. She went for her hysterosalpingogram test in (B)(6) 2010 which showed that both placement and blockage were successful. In the middle of 2011, she started experiencing many symptoms that neither she nor her doctors could explain. According to her, it began with extreme fatigue and exhaustion to the point where she could barely function during the day, from the time she woke up in the morning until the time she went to bed it was a constant struggle to stay awake. She saw her primary care doctor on several occasions to discuss her concern. They ran blood tests, tried different antidepressants, vitamin supplements but nothing seemed to work. In the meantime, her joints and lower back began hurting to the point that she could hardly function. She had been an athlete all of her life so she attributed it to years of injuries and excessive athletics. She even purchased a new mattress with memory foam and no inner coils, this did not help. She attempted to start yoga which she enjoyed but bending forward caused excruciating pain in her lower abdomen (the same side that the essure device was difficult to place). The lower left side pain became constant, the pain her entire body was experiencing was never ending, the fog she was in and her lack of memory was seriously impacting her life and her career. Each day she struggled to function, and could not believe that being (B)(6) was supposed to feel like that. She could not imagine one more day, let alone another 40 years. It was about this time the brain fogginess and trembling hands began to concern her. Now, not only did she feel like a senior citizen she was beginning to mentally seem like one. So many possibilities were thrown around and every test came back negative. She began experiencing urinary tract infections and kidney infections. She eventually ended up in an urologist office because she was unable to urinate. They ran tests, scans and gave her medication. Some to help her go, then because all she could do is go, some to help her stop. Consumer had a cystoscopy which found an issue with the lower bladder. The doctor scheduled a magnetic resonance image at which time an ovarian cyst and two small stones were found, but her symptoms did not get better. She began thinking about all of the issues she was experiencing and got to thinking that her bowels had not been normal for some time neither. Her urologist requested that she make an appointment with her obstetrician to discuss the cyst. She spoke with her and was supposed to call for an ultrasound on the first day of her period. Consumer does not believe that this happened and states that she experienced some extremely large and heavy clotting which she thought to be from the cystoscopy but was later advised it was not. She cannot describe the hopeless she has felt for the last year and a half. No one could figure out what was going on with her body, but she had to believe that none of this was normal. Consumer was scheduled for another invasive bladder procedure and, when she began doing some research, and she cannot remember why she made the correlation between the essure coils that she had implanted and her symptoms, but she came across a social media page essure problems. She canceled her procedure with the urologist and made an appointment with the obstetrician that placed the essure devices. She knew from her reading that this may not be the easiest thing to accomplish. However, she had spoken previously about her issues that were not resolved so physician was aware of them. Consumer had said that she had done some reading on the side effects of the device that may not have been previously disclosed. Health care professional did not necessarily agree but did acknowledge. They decided to have a bilateral salpingectomy two weeks later. Physician did mention something that was weighing heavy on her mind which was that there was a possibility that the coil could remain in the uterus, which could necessitate another surgery. Consumer states that, upon feedback received on social media, she immediately decided to ask for the hysterectomy at her pre-op appointment. She informed physician that it was in her best interest to go the hysterectomy route; her physician had concerns that her symptoms would not be resolved with this procedure, and she would have gone through the surgery and not feel any better. Consumer had a hysterectomy and bilateral salpingectomy on (B)(6) 2013 and states that she woke up pain free. According to pathology department, the tissue that was removed and her uterine tissue contained nickel, and not only nickel, but chronic inflammation as well as scar tissue that had developed around other organs. Consumer also reported that, in other words, the device was turning toxic in her body which scientifically substantiated her symptoms. In addition, consumer reported that she is now 2 years post op total hysterectomy and bilateral salpingectomy and unfortunately her body is still dealing with the effects of the inflammatory response; she once again developed adhesions that are very uncomfortable, she has an undiagnosed auto immune disorder and still suffer from extreme fatigue. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and bending forward caused excruciating pain in her lower abdomen. This lower left side pain became constant. The cystoscopy showed she had an issue with the lower bladder and kidney infections. Two small stones were found in MRI (interpreted as calculus bladder). Approximately 3 years later, she had a bilateral salpingectomy and hysterectomy performed. According to the consumer, the pathological results showed that the tissue that was removed and her uterine tissue contained nickel and device was turning toxic in her body (device toxicity). She also stated that 2 years after that surgery, she was pain free but she had an undiagnosed autoimmune disorder. These events are serious due to their medical importance. The lower abdominal pain and is listed while the kidney infections, calculus bladder, autoimmune disorder and device toxicity are unlisted in the reference safety information for essure. Considering the nature of these events and the localized action of essure in the fallopian tubes, a causal relationship between lower abdominal pain and device toxicity cannot be excluded. However, it is unlikely that essure inserts would cause kidney infections, calculus bladder and autoimmune disorder. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Despite the follow up attempts, no further information was obtained.